Manufacturer narrative:
Device passed displacement test; it failed self test. The down, left, and return keypad buttons worked intermittently during testing. After swapping the boards into another case, the problem resolved itself and seems to be isolated to the keypad and flex cable. Self test returned an unexpected pump error 63. Pump error 63 is confirmed in the formatted history file due to a loose connection or a cold solder joint at keypad assembly. No unexpected audio or vibrate anomaly or absence of alarms were noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer experienced low blood glucose level. Customer¿s blood glucose was 29 mg/dl at the time of incident. Customer stated buttons were not working. Customer declined troubleshooting for low blood glucose. Customer stated up and down arrows several times navigate menu. The device will be returned for analysis.